Manufacturer narrative:
Device is a combination product. A 2.25 x 16 mm promus premier select stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft identified a break at 85cm distal from the distal end of the strain relief. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. In an attempt to inflate the device, the hypotube was cut immediately distal to the port bond using a blade. An inflation needle was inserted between the inner and outer shaft polymer extrusion and was attached to the encore inflation device. The balloon was inflated to rated burst pressure without issue. The device was deflated successfully within deflation time specification and the stent was deployed with no issue. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed on a 80% stenosed, mildly calcified and mildly tortuous lesion. The 16 x 2.25mm promus premier select stent was advanced to the lesion without issue. When the stent was attempted to be deployed with an inflation device, the inflation device did not hold pressure and blood flowed back into the stent catheter. The promus premier select stent delivery system was withdrawn and the distal part of the stent catheter did not move as a result of a shaft break. A second guidewire and balloon were advanced and the distal part of the stent catheter was trapped in the guide catheter by the balloon. The detached portion of the promus premier select was removed from the patient. The procedure was successfully completed with a different device without patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed on a 80% stenosed, mildly calcified and mildly tortuous lesion. The 16 x 2.25mm promus premier select stent was advanced to the lesion without issue. When the stent was attempted to be deployed with an inflation device, the inflation device did not hold pressure and blood flowed back into the stent catheter. The promus premier select stent delivery system was withdrawn and the distal part of the stent catheter did not move as a result of a shaft break. A second guidewire and balloon were advanced and the distal part of the stent catheter was trapped in the guide catheter by the balloon. The detached portion of the promus premier select was removed from the patient. The procedure was successfully completed with a different device without patient injury.